Manufacturer narrative:
H.6. Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows a syringe barrel which appears to be warped or improperly molded near the flange area. It cannot be determined if the defect would affect the function of the syringe or not. The second (2nd) photo shows a syringe on a piece of paper. There is a red arrow drawn on the side of the syringe pointing to an area by the flange which appears to be warped or improperly molded. Again, based on the photo it cannot be determined if the defect would affect the function of the syringe or not. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Vents on mold partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes defective molding. H3 other text : see h.10.

Event description:
It was reported that 3 syringe 20ml ll bns experienced product damage/deformation with the device still considered operable. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 301031; batch no. 8354582. Event date: (B)(6) 2019. Product malfunction/failure mode: melted product description summary: syringe have a melted part at its extremity. No injury. Complaint quantity: 3; mfg. Sku number: 301031. Component name: syr,20ml,l/l was there an injury: no was there a death: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 20ml ll bns experienced product damage/deformation with the device still considered operable. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 301031 batch no. 8354582. Event date: (B)(6) 2019. Product malfunction/failure mode: melted. Product description summary: syringe have a melted part at its extremity. No injury. Complaint quantity: 3. Mfg. Sku number: 301031. Component name: syr,20ml,l/l. Was there an injury: no. Was there a death: no.